Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: there were multiple call service (cs 145) occlusion alarms due to high force observed in the black box history. During testing, the pump performed the ezprime steps with no occlusions occurring. The pump was exercised for 24 hours on a 1 u/hour basal rate with no occlusions occurring. The force sensor calibration reading was found to be within the required specifications. The pump case was removed and no intermittent conditions or moisture was found inside the pump.